Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted in (B)(6) 2024 and had meningitis 2 weeks ago. The user's hearing performance with the device is affected. At the audiologist, she is saying she cannot hear out of that ear.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. The recipient is reported to have had haemophilus influenza meningitis 6 months after cochlear implantation. The likely source of the infection appears to be a reported upper respiratory infection and sinusitis prior to the meningitis, as h. Influenza is a common causative bacteria in upper respiratory infections. Furthermore, a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, therefore the cochlear implant itself is unlikely the source of the infection. Lack of hearing after meningitis recovery was reported. Given that the electrode was in place, and no technical issues with the implant was detected, the lack of hearing may be related to a cochlear or retrocochlear pathology. This is a final report.

Event description:
The user had meningitis end of (B)(6) 2025. The symptoms started on (B)(6) 2025, and the user was hospitalized for 5 days. The user had haemophilus influenzae. The surgeon denied ear infections or ear related pain or complaints. There was a reported involvement of sinus and throat. The user's hearing performance with the device is affected since the meningitis. The user has been reimplanted.

Manufacturer narrative:
Additional information: according to the in situ measurements received from the field, the device is working within specification. The recipient is reported to have had haemophilus influenza meningitis 6 months after cochlear implantation. The likely source of the infection appears to be a reported upper respiratory infection and sinusitis prior to the meningitis, as h. Influenza is a common causative bacteria in upper respiratory infections. Furthermore, a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, therefore the cochlear implant itself is unlikely the source of the infection. Lack of hearing after meningitis recovery is also reported. Given that the electrode is in place, and there appears to be no technical issues with the implant, the lack of hearing may be related to a cochlear or retrocochlear pathology.

Event description:
The user had meningitis 2 weeks ago (on (B)(6) 2025) and was hospitalized for 5 days. The user had haemophilus influenzae. The surgeon denied ear infections or ear related pain or complaints. There was a reported involvement of sinus and throat. The user's hearing performance with the device is affected. At the audiologist, she is saying she cannot hear out of that ear. An MRI is being considered by the surgeon.